Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl and was therefore within a safe range. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the same malfunction code did not recur.